Manufacturer narrative:
No review of device history record was conducted as there was no allegation of product performance issues regarding the implanted valve. The available information indicates the patient received a permanent pacemaker (ten years post valve implant) that was not related to the valve or the implant. The valve remains implanted with no known allegation against it or its functionality. Correction to the aware dates submitted on the previous two supplemental reports: 1) the correct aware date for the first supplemental report is (B)(6) 2015. 2) the correct aware date for the second supplemental report is (B)(6) 2015.

Event description:
Medtronic received information from a patient call to technical services inquiring about his new ID card. The patient proceeded to mention that his valve was working fine but that he had a permanent pacemaker implanted after the implant of his valve. The patient stated that he didn't think it had to do with his valve. No further adverse patient effects were reported.

Manufacturer narrative:
A review of the device implant query revealed the pacemaker implant occurred approximately ten years post valve implant (not one day prior to valve implant as previously reported in error).

Event description:
Medtronic received information from a patient call to technical services regarding information on his new device identification card. The patient inquired if the card should state porcine valve, but was told that the card should include device name and model. The patient proceeded to state that his valve was working well, and that he had a permanent pacemaker implanted which he did not believe to be related to the valve. No adverse patient effects were reported. A review of the device implant query revealed the pacemaker implant occurred approximately ten years post valve implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
A review of the device implant query revealed the valve was implanted one day following the pacemaker implant. Therefore the initial report was submitted in error.